Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion and upgrade. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion. It was also noted that there was a ram chip memory error. Concomitant products: 5076 implantable pacing lead, (B)(6) 2005, (B)(4).